Manufacturer narrative:
Citation: ando t a systematic review of reported cases of combined transcatheter aortic and mitral valve interventions. Catheter cardiovasc interv. 2018 jan 1;91(1):124-134. Doi: 10.1002/ccd.27256. Epub 2017 sep 1. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding systematic review of reported cases of combined transcatheter aortic and mitral valve interventions. This is a review article and all data were collected from 37 articles from january 2002 to january 2017. There were 13 case reports (13 patients, predominantly male, mean age 71-years) who received transcatheter aortic valve-in-valve (taviv) and transcatheter mitral valve-in-valve/valve-in-ring (tmviv/vir). Two patients had been implanted with 25-mm mosaic bioprosthetic valve and 31-mm/ 27-mm mosaic bioprosthetic valve in aortic and mitral position respectively. No serial numbers were provided. Subsequently, the valves were replaced in a valve-in-valve procedure with a non-medtronic valve due to severe aortic and mitral stenosis. No additional adverse patient effects or product performance issues were reported. Additionally, there were 2 case reports (2 patient, both male, mean age 82-years) who had been implanted with hancock bioprosthetic valve in mitral position. Subsequently, the valves were replaced in a valve-in-valve procedure with a non-medtronic valve due to severe mitral regurgitation. No additional adverse patient effects or product performance issues were reported. There were 10 (eight case reports and two cohort studies) studies with total of 33 patients (predominantly male with mean age was 80 years) who underwent transcatheter aortic valve replacement (tavr) or transcatheter aortic valve-in-valve (taviv) and percutaneous mitral valve repair. In the two cohort studies, the study population included 23 patients (predominantly male, mean age 79 years), 12 of which were implanted with medtronic corevalve bioprosthesis. No serial numbers were provided. Among all patients, adverse events included: permanent pacemaker implantation, stroke and minor bleeding. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance issues were reported. Additionally, one case study reported on a 83-years male patient who underwent transcatheter aortic valve replacement with 29-mm corevalve bioprosthesis. No serial number was provided. A permanent pacemaker was implanted post-implant. No additional adverse patient effects or product performance issues were reported.